Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead may have contributed to pericarditis. Additionally, this lead was fractured. During the removal process, this lead was difficult to remove. The lead was explanted. No additional adverse patient effects were reported.